Event description:
It was reported that the patient was found unconscious. There were no visible left ventricular assist device (lvad) alarms. The waveforms were submitted for review. It appeared the event log captured routine events.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.